Event description:
While the unit was in use on a patient, the unit was shut down. After surgery it turned back on by itself with an error code 50 (motor speed out of specification). The pt was switched to another unit and therapy was continued. No pt injury was reported.